Event description:
It was reported that patient presented in clinic for magnetic resonance imaging (MRI) procedure. It was noted that implantable cardiac defibrillator (ICD) went into back up mode due to a magnetic resonance imaging (MRI) procedure used in off-label MRI environment. It was also noted that high voltage therapies were disabled. The device was reset successfully. There were no patient consequences.